Manufacturer narrative:
The user facility reported to have replaced the oxygen sensor to resolve the issue. There is no add'l info available at this time. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced an oxygen (o2) sensor error, while being used on a pt. It was reported that performing an o2 sensor calibration did not resolve the issue. There was no report of pt injury as a result of the event.